Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and non-malignant pain. It was reported that the patient was getting an MRI and there were symptoms related to the MRI. The patient stated that the device they had to turn off because it was sending electrical shocks down their body about 3-4 months ago. The patient also stated that they experience more low extremity back pain about 6-7 months ago. No further complications were reported or anticipated.